Event description:
Litigation alleges patient had pain, weakness, difficulty with daily activities, leg length inequality and increased metallic ions in the bloodstream after asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.